Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. It was found that the tubing occluded the vacuum and (when it cleared) the system was able reach preset level. However, it remains inconclusive how or when the occlusion occurred. The company rep determined that the occluded tubing was the root cause of the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported poor vacuum in the quadrant mode. Additional information has been requested.